Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) was dropped has a damaged hinge on the display. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Corrected data: b5. Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that while the unit was in storage , the cardiosave intra-aortic balloon pump (iabp) was dropped has a damaged hinge on the display. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse disassembled the display and replaced the broken and bent hinges, right hinge display, left hinge display , display upper hinge cover and labels. The fse reassembled the display. The fse performed a complete calibration and electrical safety tests. The iabp was returned to the customer.